Manufacturer narrative:
Suspected device evaluated by ok biotech and found the meter did not respond to test strip. The connector of meter was contaminated with blood and unknown liquid, which lead to meter malfunction and reading problems. User might not properly maintained or operated the device.

Event description:
It was reported that medical attention was sought on (B)(6) 2017 at 12:00 pm after the end user alleged that he received higher than normal blood glucose results from his prodigy diabetes meter. The end user felt light headed and a blood glucose test was performed with his prodigy diabetes meter and the result was 399 mg/dl and he was immediately taken to the ER. Upon arrival to the ER his blood glucose reading was 179 mg/dl. No treatment was administered due to the fact that his blood glucose was within normal range. After an hour in the ER the end user was discharged with a blood glucose reading of 173 mg/dl. No additional details were provided in regards to this medical event.